Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator was 'flaky'. Pressure settings, in particular the maximum pressure was unstable during set-up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator has only recently arrived at fisher & paykel healthcare (B)(4) for investigation. Our analysis into the root cause of the incident is currently ongoing. We will submit our findings in a follow-up report following completion of our investigation.